Manufacturer narrative:
(B)(6). (B)(4).

Event description:
According to the reporter: during a tep, the surgeon pulled the device from the patient at the end of the procedure and a white foreign material came out of the device. The customer found the white foreign matter at the inside of the umbilical incision site. The foreign material was immediately retrieved at the time. No other material was observed at the properitoneal space. The device had never been removed from the abdominal cavity during the procedure. The status of the patient was no problem.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device. Visual and functional testing of the returned product confirmed the product, as received, did meet release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.